Event description:
A surgeon reported that following implantation of an intraocular lens he noted that one haptic was bent. During removal of the iol, the iol punctured the posterior capsule, and a vitrectomy was required. Add'l info has been requested.